Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the patient has a type ia and type ib endoleak. The patient was treated with an endurant 16x24x93. There were no endoleaks post implant of the endurant flared limb and fenestration of visceral vessels with another manufacturer¿s device. The physician stated that the cause of type ia endoleak was neck dilatation or diseased neck at original implant. The distal leak wasn't extended far enough and needed a flared limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Exact date of event is unknown. (B)(4).